Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to emergency room after receiving inappropriate shock. P-wave oversensing due to lead dislodgement was noted. Patient was asymptomatic. Chest x-ray will be scheduled. No further information was available.